Event description:
Newborn in neonatal intensive care unit was being monitored. Rn checked monitors and noted that all systems were functioning normally. About 50 minutes later, the spacelabs monitor showed "???" Error while the masimo pulse oximeter was reading a desaturation event. The entire system was down for approximately 15 minutes and o2 saturation was at threatening levels for less than 1 minute. Both the monitor and pulse oximeter were immediately removed from use and replaced with different devices. The infant was not harmed. Follow-up reveals that the sao2 shared output is from the masimo pulse oximeter through the back of the masimo docking station. There is a masimo cable that connects from the back of the docking station to the pulse oximeter probe input of the spacelabs spo2 module.